Event description:
A customer contacted baxter's global (B)(4) requesting assistance to end setup on the homechoice (hc) machine at "connect yourself." The caregiver (cg) stated when she went to connect the home patient (hp), they were unable to un-cap the patient line due to the cap being stuck. The cg stated they kept trying to pull the cap off until the cap came off and solution spilled out. The cg wanted to start over with new supplies. The technical service representative (tsr) assisted the cg to end setup and the cg would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the caregiver (cg) on (B)(6) 2010, the cg stated the device was discarded and the incident had not reoccurred. The hp finished the box of supplies with no further issues.